Manufacturer narrative:
Per communication from the customer, the lot number of the product was updated to 1921.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a valid lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. No samples were returned a thorough product evaluation could not be carried out. The report issue may be caused by low adhesion. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. We have not been able to confirm a relationship between the event and the device. The root cause is undetermined. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H10: we have now concluded our investigation for the complaint received. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. No samples were returned a thorough product evaluation could not be carried out. The report issue may be caused by low adhesion. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. We have not been able to confirm a relationship between the event and the device. The root cause is undetermined. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Internal complaint reference number: case-(B)(4).

Event description:
It was reported that when using transparent dressing, the curling edge is loose, resulting in the indwelling needle not in fixed state, falling off and blood exudation. No patient harm reported. It is unknown how was this event solved.